Manufacturer narrative:
MFR received date: 18 jun 2019. Date of report received: 23 aug 2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the touch screen assembly to address and correct this reported condition. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 04sep2019. The touch screen assembly was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The touch screen assembly was installed into the failure investigation test ventilator to verify and test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned touch screen assembly was out of measured resistance and resistance ratio specifications. Specifically the ul_lr and ur_ll resistance and resistance ratio were out of specification. Fault was found on this returned touch screen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report:16may2019. A follow up report will be submitted once the investigation is complete.

Event description:
Customer contacted technical support (ts) stating that unit had touch screen failure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.